Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain complaints is late implant loosening. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 332227, mfd. 05/08/15, exp. 2020-05-08, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# 353336, mfd. 02/27/15, exp. 2020-02-27, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient did well after the initial procedure but later complained of a recurrence of si joint pain. The surgeon believed the superior positioned implant may have been loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior and middle positioned implants using chisels as they were both solidly fixed in bone. The surgeon did not indicate that either implant was malpositioned. He then replaced both with larger implants of the same type. The patient's pain complaints resolved following the revision procedure.